Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a dermatology procedure on excision of skin lesion, the point of the needle broke. A new device was opened to complete the case. No patient injury reported.